Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to analog board. The analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement at the time of the reported malfunction.